Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event. Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that, at implant the patient was pacing less than one percent in the right ventricular (rv). Since then, the patient had become totally dependent, she is now at a hundred percent pacing in the rv. Last year, the health care professional (hcp) changed the pacing configuration from bipolar to unipolar. The bipolar impedances at that time was at 1134 ohms versus 877 ohms in unipolar. The hcp continued to follow this patient normally, every six months. It was noticed, that over time the impedances and threshold of the lead were increasing and is at 1212 ohms. The device is programmed in auto capture. This rv lead is scheduled for a replacement procedure next week. Subsequently, this device was deactivated and a new competitor lead was implanted. No additional adverse patient effects were reported.